Manufacturer narrative:
Concomitant medical products: product ID 8711 lot# serial# (B)(4) implanted:(B)(6) 2007 explanted: (B)(6) 2014 product type catheter pro duct ID 8780 serial# (B)(4) implanted: (B)(6)2014 . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a manufacturer representative (rep), regarding a patient receiving morphine (264 mcg/m l, 165.9 mcg/day), bupivacaine (5 mg/ml, 3.14 mg/day) and lioresal (800 mcg/ml, 503 mcg/day) via an implantable pump for intractable spasticity. It was reported the manufacturer representative (rep) was present for a case with a catheter revision and pump replacement. Initially, the rep needed help looking up the patient in device registration. Device information/implant were reviewed. The rep stated they were suspecting a flipped pump and kinked catheter but had no other details at the time of this call. The rep was asked if there were any events with the pump since it was just implanted in 2020 and the rep stated they were unaware of any issues and stated the healthcare professional (hcp) was planning to replace it but didn¿t specify why. The rep stated the hcp does not plan to aspirate the catheter. The hcp preferred not to aspirate but would likely replace a portion of the catheter.

Manufacturer narrative:
Continuation of d10: product ID 8711, serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2014, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative indicated that the pump was replaced.

Manufacturer narrative:
H3: the pump was returned for analysis and the device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2014 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient present to the clinic with signs and symptoms of baclofen and narcotic withdrawal. It was noted the patient's pump had been flipped 13 times and the catheter was coiled. There was fluid collection subcutaneously and superficial to the pump. The pump was explanted and the catheter was uncoiled.

Manufacturer narrative:
Product ID 8711 serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2014 product type catheter pro duct ID 8780 serial# (B)(6) implanted: (B)(6) 2014 : product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.